Manufacturer narrative:
Explanted components have been discarded therefore they are not available for identification and investigation. Lot number is unknown thus review of manufacturing records cannot be performed. The manufacturer will provide a final report as soon as the investigation is completed.

Event description:
Second stage revision surgery was performed on january 6th 2026 in a two stage revision. Original surgery is unknown, as well as first stage revision surgery date and reason. Patient originally had a lima anatomic shoulder prosthesis with cemented 3-pegged glenoid. Prior revision was performed to remove glenoid and the defect was packed with bone graft. During current revision, the surgeon attempted to convert the prosthesis to a reverse configuration explanting the original smr trauma hum. Body # medium (part number 1350.15.010), neutral adaptor taper standard ((part number 1330.15.270) and smr humeral head ø48 mm (part number 1322.09.480), but the reverse body was deemed to be too proud to reduce the shoulder, therefore the smr cementless finned stem (part number 1304.15.180) was replaced with a tornier revive stem. Prima tt components were successfully implanted on the glenoid side. The patient is male, date of birth (B)(6) 1946. The event occurred in the united states.